Event description:
The consumer reported seeing a warning power on reset (por) message on the programmer a few months ago. There were no symptoms reported. The patient was indicated for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.